Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the torx screwdriver was broken during the drilling in the dome hole plug from the trident tc-screw cup. There was a delay of approximately 3 minutes.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw. There is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been no other events for the manufacturing lot. The root cause was determined to be application of excessive force by the user. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture. No material or manufacturing defects were noted during the investigation.

Event description:
It was reported that the torx screwdriver was broken during the drilling in the dome hole plug from the trident tc-screw cup. There was a delay of approximately 3 minutes.